Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a damaged blue trainer connector, and the trainer could not be connected. There was no patient involvement. (Related to tw537660)

Manufacturer narrative:
To fix the issue the fse replaced the front end pcb along with the associated screw kit which resolved the issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).